Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the ICU department and involved insertion of the device into the pt's left internal jugular vein. The user reported that the "nurse noted leakage of medication under the IV dressing from the distal port of the central line. Line clamped. Medical team informed and the device was removed promptly". As a result, a delay, harm, death, or injury reported as a result of this occurrence.